Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of the event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to booting up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the pdu fan tray and the dc power supply (dcps) unit was defective. The defective pdu fan tray and the dc power supply (dcps) unit was returned for analysis, and it confirmed that the power supply units (psu1 and psu2) were defective due to electrical overstress. To resolve the reported issue, the fse replaced the pdu fan tray and the dc power supply (dcps). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.